Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered 3 bursts of inappropriate anti-tachycardia pacing (atp) and 6 shocks due to supraventricular tachycardia (svt) with therapy exhaustion. Device remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered 3 bursts of inappropriate anti-tachycardia pacing (atp) and 6 shocks due to supraventricular tachycardia (svt) with therapy exhaustion. There was also a concern of a possible premature battery depletion (pbd), however no technical analysis was requested. By performing some technical adjustments the battery depletion seemed to become more stable, therefore the clinic has decided against a battery change at this time, will continue to follow-up the patient. No additional adverse patient effects were reported.